Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a cataract extraction procedure the patient experienced a corneal wound burn. The phacoemulsification (phaco) handpiece (hp) phaco tip sleeve was loose so the nurse replaced it. The loose tip did not come into contact with the patient. The hp was inserted into the eye, pressed on the foot pedal to start sculpting and a corneal burn was noted after 1-2 seconds after beginning the phaco phase. A large corneal burn was noted with corneal edema and "dm" folds. A tear was noted in the "rubber sheath". The surgeon is suspicious that because of that tear fluid may have gotten into the hp. There was no system message displayed. The handpiece and tip were replaced with alternate devices. The main wound was closed with five sutures and a second incision was made temporally to be used for the remainder of the procedure. At the end of the case the anterior chamber was formed with no leaks present. The patient was treated with steroid injection into the conjunctiva and dilating drops. The patient may need another procedure in the future. Additional information was requested and received clarifying "rubber sheath" is referring to the cable coating of the handpiece cable.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found the cable to be nonconforming, and debris was present within the aspiration line. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece, did not meet product specifications. The returned phaco handpiece was then connected to a calibrated system. The phaco handpiece tuned successfully; however system message (sm) [tune failed loose tip] displayed when the phaco handpiece attempted tuning. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. Disassembling the phaco handpiece revealed no obvious nonconformities. The cable was confirmed to be nonconforming, however, how or when the cable became nonconforming remains inconclusive. The visual inspection also found debris present within the aspiration line. The phaco handpiece did not meet product specifications for the irrigation and aspiration flow rate; however, it remains inconclusive whether or not the nonconformity contributed to the reported events. Unrelated to the reported events, the system message (sm) [tune failed loose tip] displayed, however, no nonconformities were found upon disassembling the phaco handpiece. With no additional, related information provided, the remaining customer reported patient events could not be confirmed. The reported event of cable tear was confirmed indicating issues with cable reliability; however, based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).